Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when an asymptomatic patient presented for a routine device check, lead dislodgement was observed. It was noted that the dislodgement occurred as a result to the patient's dancing activities. The lead was explanted and replaced when repositioning was unsuccessful. The patient was doing well at the conclusion of the procedure.